Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the issue; however, replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive the usm to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs but was not able to reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the components functioned as expected. The usm was then installed onto a patient side cart fixture test platform where all relevant testing was passed within specification. As a result of these findings, failure analysis concluded that the axes controller spar button board1 printed circuit assembly (pca) was found to be the potential root cause of the reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, site was not able to take control of arm 1 at start of the procedure. The customer undocked arm 1 and docked arm 4 to start the case then called technical support. The customer will perform a power cycle at the end of the procedure and call back technical support to see if they can get arm 1 working. The procedure was completed with no reported injury.